Manufacturer narrative:
On 08 september 2017 the medical affairs performed a clinical evaluation and commented as follows: five years after primary total knee arthroplasty, the insert fixation screw got loose in the joint. It was immediately removed, the polyethylene insert was exchanged and fixed with a new screw. During the revision surgery it was possible to assess the status of the articular surfaces and no damage was reported. No consequence should be expected from this event. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 11 september 2017. Lot 112544: (B)(4) items manufactured and released on 16 december 2011. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the screw backed out of the tibial insert. The surgeon washed out the knee, swapped the poly and explanted the screw. The surgeon used the screw with the new poly. The surgery was completed successfully.